Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
The patient had an initial procedure on (B)(6) 2009 with a bifurcated device and an infrarenal aortic extension. The patient came in emergently on (B)(6) 2016 with a ruptured aneurysm. Computed tomography (CT) showed a type ia endoleak with the proximal extension having slipped from the neck of the aneurysm. The physician elected to implant two suprarenal aortic extensions to resolve the issue. Patient was stable post procedure.